Event description:
Pt began having dysrhythmia. Staff prepared for defibrillation using what they thought was the quik-combo patches. Pt returned to acceptable rhythm without shocking. Staff later learned that the package they thought was a quik-combo was in actuality a fast-patch plus. Hosp does not use the fast-patch plus and has none in stock. Unknown how the fast-patch plus came to be in the facility.